Event description:
The user stated a patient plasma sample gave a potassium result of 5.78 mmol/l. They reran the same plasma sample on the other c6000 instrument on site serial number (B) (4) and received a potassium result of 4.37 mmol/l. The user then issued a corrected report for the potassium result. The user stated the patient was not affected as the nurse was called within 25 minutes of the initial result being reported. The lot numbers of the sodium and potassium electrodes were not provided. The user inspected the ise area of the instrument and noted the teflon coating at the end of the ise sipper probe was damaged or worn and replaced the ise sipper probe. They also noted a screw missing from the ise bath area. The field service representative was unable to determined a cause . He checked the ise system, adjusted the sipper probe and ran a serum pool precision check. To verify analyzer operation, he ran calibration and qc which met specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.